Event description:
It was reported that the patient was admitted to the hospital with chest pain descriptive of angina. The implanted device was interrogated, and lead parameters were within acceptable limits; however, it was noted that the right ventricular (rv) threshold had increased. X-ray demonstrated that the recently implanted rv lead had slightly retracted in position and had less slack than at implant. The patient did not experience any undesired stimulation related to the event. The rv lead remains in service. It was additionally reported that there was no rv capture at maximum output. The patient did have underlying conduction and electrograms were artifact-free. It was planned to bring the patient into clinic for further evaluation and adjustment of device outputs.